Manufacturer narrative:
A review was performed by the post market clinical department of the treatment data provided. A large intra-peritoneal drain volume occurred in the drain 1 with an undermined cause. There was no adverse event associated with this reported large drain volume. A supplemental report will be submitted upon completion of plant's investigation.

Event description:
The following is based on the medical records provided by the pt's treatment facility. A peritoneal dialysis (pd) pt experienced a large drain volume: fill 1: 2496, drain 1: 4882; fill 2: 2496, drain 2: 3065; fill 3: 2496, drain 3: 2555; fill 4: 2496, drain 4: 1836; fill 5: 2496, drain 5: 2968. The reported drain volume of 4882 ml was 195% over the expected drain volume which resulted in a reportable device malfunction. The pt did not require medical treatment as a result of the overfill.